Event description:
Customer reported that she refilled the reservoir and noticed a smell of insulin. The reservoir was leaking into the reservoir compartment. The insulin pump alarmed button error and the screen went blank. Fluid can be seen in the reservoir compartment. Device was not bumped or dropped. Blood glucose value was 226 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-09400.